Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a multiple patients and medications are not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple medications and patients were not crossing over on all stations. A technical support specialist dialed into the server and the station and noted that the station is showing a patient delay icon. The technical service specialist found that sql (structured query language) down time query is showing current and carefusion coordination engine (cce) service stopped due to low memory. Then the integration engineer worked on the correct interface server and found both admit discharge and transfer (adt) port and orders port, have restarted the interface services and messages are now crossing over to pyxis. The engineer confirmed that server is working good now and has an 89% memory utilization out of 4gb of ram, which allowed messages to start crossing again. The system functioned as intended after the integration engineer troubleshot the device.